Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly and a blank display. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump had a blank display and the act and esc buttons does not work even after battery change. No significant events leading to the issues were observed. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Device received with no button response at esc and act button due to unlocked connector on lcd board. No button error alarm and blank display noted during testing. Unable to perform any tests due to buttons unresponsive.